Event description:
Per the clinic, the patient was hospitalized on (B)(6), 2014 for five day duration due to infection at the implant site and treatment with intravenous antibiotics. The patient was discharged from the hospital on a six week course of IV antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.